Event description:
Event desc: areas of endometriosis were excised, using monopolar scissors, from the right and left posterior broad ligaments, the right posterior culdesac, and the right and left anterior culdesac. After completing the last part of the procedure, the right posterior culdesac, the surgeon noticed cautery injury on the posterior wall of the uterus, which was made hemostatic with bipolar cautery graspers. He then noted that the medial pole of the right ovary and on an approx 1.5 cm segment of the right fallopian tube. It appeared that somewhat less than half the diameter of the right tube had been cauterized. He then noticed several fragments of black plastic material in the pelvis, which seemed to be portions of insulation from the monopolar scissors. The scissors were removed and inspected. There were clear defects in the insulation.

Manufacturer narrative:
Conclusions: the damage of the scissor was a exceptional arcing of more than 20mm, on both the handle and the scissor, so the incident occurred not once it occurred on two separate spots parallel. The shrink tubing had a cut in longish direction at the end forward to the tip and due to this the insulation split and defragmented, the insulation as such is not melted or damaged in a manner except the cut. The clevis of the scissor is excessively melted from the pivot pin to the back end. The spark caused due to extremely strong and high voltage was cutting into the peek high density plastic, on a length of more than 20mm. A same scissor tip and a new scissor handle was used, and the problem was tried to duplicate on using an ackermann 400 watt generator, in none of the modes usable even spray coag, we were able to duplicate this damage to the scissor tip at up to 70 watt. Ackermann instrumente assume the device here in question was excessively overloaded by energy and thus the material could have those severe damages, we further conclude that a high power generator at high wattage was used together with spray coagulation, both damages were independent to each other and indicate that eventually the preoperative test on the generator and or the reusable part of the shaft was not performed. We strongly recommend in order not to make any disposable or reusable instrument fail use nt spray coagulation mode and if so only on low voltage, to prevent damages. It always have to be remembered that 1000 volt indicate a 1mm spark using spray mode can generate sparks as large as 10mm.